Manufacturer narrative:
Received one used large arctic gel pad kit with its original packaging. The reported issue was unconfirmed during visual evaluation the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of the clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between the manifold connector and pad was found completely sealed, the energy connectors were found free of damages, and there was evidence of the sealing present on the pads. No manufacturing related issues were noted during the visual evaluation of the pads returned. Also according to the test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that while trying to initiate therapy that the device displayed a low flow alert and turned off. The patient was fitted with 4 large pads. The nurse disconnected/reconnected the pads several times and the flow rate remained at 0lpm. She had a lot of difficulty disconnecting one of the pads. The nurse then removed the fluid delivery line and placed her thumb over the left port and was unable to feel any suction. The nurse then obtained a second arctic sun device. When started the flow rate remained at 0lpm and the device turned off. It was recommended that the nurse swap out the pads for a new set of pads. In a second call to ms&s, the nurse had changed the pads for a second set of pads. She reported that after changing the pads, the flow rate remained at 0lpm. The nurse then removed the fluid delivery line and ran diagnostics. She then reconnected the pads one by one and the flow rate came up to the 2.7-3.0lpm range. In a follow up call 1 hour later, the flow rate was still optimal. Therapy was resumed on the second arctic sun device and the second set of pads without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while trying to initiate therapy that the device displayed a low flow alert and turned off. The patient was fitted with 4 large pads. The nurse disconnected/reconnected the pads several times and the flow rate remained at 0lpm. She had a lot of difficulty disconnecting one of the pads. The nurse then removed the fluid delivery line and placed her thumb over the left port and was unable to feel any suction. The nurse then obtained a second arctic sun device. When started the flow rate remained at 0lpm and the device turned off. It was recommended that the nurse swap out the pads for a new set of pads. In a second call to ms&s, the nurse had changed the pads for a second set of pads. She reported that after changing the pads, the flow rate remained at 0lpm. The nurse then removed the fluid delivery line and ran diagnostics. She then reconnected the pads one by one and the flow rate came up to the 2.7-3.0lpm range. In a follow up call 1 hour later, the flow rate was still optimal. Therapy was resumed on the second arctic sun device and the second set of pads without further issues.

Manufacturer narrative:
Received one used large arctic gel pad kit with its original packaging. The reported issue was unconfirmed during visual evaluation the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of the clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between the manifold connector and pad was found completely sealed, the energy connectors were found free of damages, and there was evidence of the sealing present on the pads. No manufacturing related issues were noted during the visual evaluation of the pads returned. Also according to the test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that while trying to initiate therapy that the device displayed a low flow alert and turned off. The patient was fitted with 4 large pads. The nurse disconnected/reconnected the pads several times and the flow rate remained at 0lpm. She had a lot of difficulty disconnecting one of the pads. The nurse then removed the fluid delivery line and placed her thumb over the left port and was unable to feel any suction. The nurse then obtained a second arctic sun device. When started the flow rate remained at 0lpm and the device turned off. It was recommended that the nurse swap out the pads for a new set of pads. In a second call to ms&s, the nurse had changed the pads for a second set of pads. She reported that after changing the pads, the flow rate remained at 0lpm. The nurse then removed the fluid delivery line and ran diagnostics. She then reconnected the pads one by one and the flow rate came up to the 2.7-3.0lpm range. In a follow up call 1 hour later, the flow rate was still optimal. Therapy was resumed on the second arctic sun device and the second set of pads without further issues.